Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Date of event is an approximate.

Event description:
It was reported that this ipp was removed due to an infection. A new ipp was placed and there were no additional patient complications reported.